Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: 510k#: device is a veterinary product. No patient information will be reported. Manufacturing location: monument. Manufacturing date: 11-jun-2021. Part number: vs208.026, 2.4mm locking screw self-tapping 26mm. Lot number: 225p849 (non-sterile). Lot quantity: 214. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, dimensional and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿product was missing from package when it was unopened¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil monument which conducted a visual inspection of the returned device. The affected part was returned to jabil monument. The package was labeled on both sides. Visual and tactile analysis of the received product revealed that the vet lockscr 02.4 self-tap l26 tb sst was missing from the sealed packaging. The jabil manufacturer seal is fully intact. A section of the package perforation was found opened. A dimensional inspection and functional test of the device were not performed since it was not applicable to the complaint condition. However, a dimensional inspection of the gap from the sealed bag was performed, it measured approximately 11. 71 mm wide, large enough for a screw with a diameter of 2.4mm to be released from the packaging. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Per the complaint and accompanying physical evidence, the complaint condition was confirmed as a non- sterile package with missing product. The affected part was returned to jabil monument, and the condition was confirmed based on the received product. With the provided evidence, no manufacturing defect could be identified, and no action is required because the hole in the packaging can't be confirmed as occurring during manufacturing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the product in question which is unsterilized product was missing. It was confirmed that it was missing when it was unopened. The surgery was completed successfully without any surgical delay. No further information is available. This report is for a vet lockscr ø2.4 self-tap l26 t8 sst. This is report 1 of 1 for (B)(4).